Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected in two segments. Both lead segments were returned for analysis. The inspection revealed abrasion marks along the lead body with a damaged insulation as a result of wear at two different positions of the distal lead segment. Based on the characteristics and location of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve as well as a partner lead should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead had high pacing threshold. The doctor decided to explant and replace the rv with a new lead. No adverse patient effects were reported. The explant and event dates provided do not make sense so they were left off of this report.